Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals on all its channels, with oversensing on its right ventricular (rv) channel. Technical services (ts) was consulted and discussed stored data, with all measurements within range and with the noisy signals indicative of electromagnetic interference (emi), so emi was suspected. Ts recommended further examination if the issue persists and emi was not confirmed. This device remains in service. No adverse patient effects were reported.